Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 37651, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A nurse reported that the patient was hospitalized due to a slight increase in movements. It is unknown if the issue is related to the device or therapy, but the nurse mentioned that the movements seem controlled at the time of the report with the patient calm. It was stated that they are also having a difficulty recharging, and that it is taking too long. Both devices were checked at noon on date notified which showed them as ok and fully charged. The nurse were told it would take 14-30 minutes to charge, but they have been charging for 2 hours now and one device shows the implantable neurostimulator (ins) with sprites on top of it and the icons on the top row, with the other device still charging and no coupling bars. They are unsure if there were any issues with recharging prior to date notified. The nurse then went to check the rechargers and confirmed that had figured out the issue and resolved the problem by moving the antenna around. The patient's indication for implant is dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.